Event description:
The patient was revised because of stiff knee with limited range of motion. During the revision, the insert would not seat in the tray, causing a 30 minute extension to surgery.

Manufacturer narrative:
Examination of the submitted insert confirmed damage consistent with unsuccessful attempts to assemble the insert into the tibial tray. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the lot code. The investigation found evidence suggesting user technique as the root cause. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.